Manufacturer narrative:
The reported field event of header anomaly was not confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that during the initial implant procedure, a piece of metal was found in the implantable cardioverter defibrillator (ICD) header. The ICD was not used and the physician elected to complete the procedure with a different ICD. The patient condition was stable.